Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital at home in hospice care. The customer was hospitalized on (B)(6) 2019. The cause of death was congestive heart failure. The caller stated that the customer had heart failure and renal failure that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected 12 hours prior to passing. The customer was taken off the pump as they were experiencing lows due to not eating, and they were going in and out of a coma or sleep. The customer was using sensors. The customer had began dialysis in april but it was not helping, so they stopped. The caller declined to return the insulin pump for analysis.